Event description:
It was reported that during a procedure at the user facility the smoke evacuator of the device stopped working. The case was completed successfully without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with this event.